Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that the communicator was not charging at all and the issue began a couple days ago. Patient stated that they were sent a new charging cord in the mail and they thought the next morning it would be fine, but it wasn't so they tried again last night and again this morning and it was the same thing. Patient noted that they would go in and they would be able to get the rest of the system charged to 100%, but when they tried to do the communicator charging, the light would just be yellow and they were down to 0%. Agent reviewed with patient that the blue light is only going to show when they are actively connected to their settings. Agent walked patient through resetting communicator. Patient then plugged the communicator into the wall, communicator showed a yellow flashing light and then the lights turned off. Patient confirmed that there was only one cord inside the charging adaptor. Agent asked if there was another outlet that the patient could try, patient said that they tried a few outlets. Patient tried another outlet and the lights still flashed yellow on the communicator. Agent instructed patient to try the charging cord from the docking station and insert that cord into he communicator but the communicator flashed yellow and the lights turned off. Patient was unable to read the communicator serial number. Patient will call back to provide the serial number to replace the communicator. Patient (pt) called back and repeated previously documented information. Pt stated that their communicator was not accepting a charge and mentioned a previous phone interaction on friday. The pt called back and provided the communicator serial number. A request was sent to the repair department to replace the communicator. Additional information has been received that send request to repair to replace the belt, send email to registration to update address, and add serial numbers into secure note. Patient received the replacement communicator but was getting and (B)(6) serial number and didn't have an option to select the (B)(6) serial number to pair the communicator. Agent reviewed difference between mystimrc and recharger application. During the call patient reset the communicator but they were stuck at the connecting screen. Patient closed all applications, turned airplane mode on then off (bluetooth was on), and reset the handset and communicator. Patient got the set up link so patient placed the blue side of the communicator over the implant and got no device found. Patient charged the implant at 90% and the quality was intermittent from excellent to good to a high number. Patient didn't use their belt because the belt was uncomfortable and when they sat to charge their implant the belt dug into their stomach. Agent advised patient to sit up when charging their implant and to avoid leaning or lying down on the recharger. Patient also mentioned they could feel the implant through their skin or incision and they could use their finger to hold the implant and move it around. Patient had 90% decrease in pain during the trial after 15 year and 24/7 pain. Patient was able to walk at the grocery store and they weren't able to walk more than a few feet before trial. Patient had the implant and barely got 20% or 25% decrease in pain. Patient mentioned they met with their representative a couple months ago and after numerous or 9 different programs the issue still didn't resolve. Agent redirected patient to their hcp to address the issue. Patient also mentioned they recommended the implant to another person so agent would follow up with the patient. Upon further review patient worked through their groups a through h but the issue didn't resolve. Additional information has been received that caller reports patient's implantable neurostimulator (ins) is wobbly in the pocket, might need to anchor down. Caller reports patient's replacement communicator continues to have issue, no device found message is seen. Caller reports she have brought a new inceptiv kit and was able to connect to patient's implant. Troubleshooting performed, resetting the communicator, closing all apps and powering the handset off. Caller reports that resolved the issue. Caller was also able to connect the wireless recharger to ins by pressing the wireless recharger against the implant as the ins in the pocket is a little wobbly.